Manufacturer narrative:
Six used medex¿ extension set filters were returned for investigation. One sample was missing the plastic luer covers and male luer lock. Three samples were returned with disconnected male luer locks. One sample was returned with disconnected male and female luer locks. One sample was received with the male luer lock disconnected and attached to an unknown component. Visual examination of the tubing with the disconnected luer locks showed presence of solvent (dried solvent ring around the tubing) in all samples. A simulated manufacturing process was performed and no discrepancies were found. Visual inspection confirmed the complaint, but no root cause was determined. No cause was found related to the manufacturing process.

Manufacturer narrative:
See MFR: 3012307300-2017-01684 (same patient). Potential lot numbers: 3371892 or 3361134. The device is currently being evaluated; smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that blood clots formed in the catheter of a medex¿ extension set filter, and the tube came loose. The patient was hospitalized for blood loss. No permanent injury was reported.